Event description:
It was reported that flange on the drain curls up on itself when it was stretched. Then when they tugged on it to demonstrate, it broke into 2 pieces. The other 15 round channel / blake / hubless drain brought from gmh to pmh for them to try was too flimsy, kinks on itself so it did not drain, and did not have a long enough or firm enough area to secure it with suture. They used them yesterday had a very difficult time tying the securing stitch tight enough to hold it without crimping the drain and preventing drain function. The area where it was supposed to be secured was proximal to the black dot and yet was so short that minor movements in the drain will cause the channels to be in the drain tract or outside of the patient. They have been securing round blake drains carefully for over 20 years. Asking less experienced surgeons to use this suboptimal drain will result in frustration and failed drains or dislodged drains. Some surgeons have gone back to flat drains simply, so these don¿t get pulled out if the suture is too loose, or crimped by the suture so they don¿t work if the suture was tight enough to hold them in place. Also, the bulbs did not stay charged, and did not have a clip to hold them onto clothing or the lanyards people used to clip their drains to in order to shower. The tabs come open and spill onto patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flange on the drain curls up on itself when it was stretched. Then when they tugged on it to demonstrate, it broke into 2 pieces. The other 15 round channel / blake / hubless drain brought from gmh to pmh for them to try was too flimsy, kinks on itself so it did not drain, and did not have a long enough or firm enough area to secure it with suture. They used them yesterday had a very difficult time tying the securing stitch tight enough to hold it without crimping the drain and preventing drain function. The area where it was supposed to be secured was proximal to the black dot and yet was so short that minor movements in the drain will cause the channels to be in the drain tract or outside of the patient. They have been securing round blake drains carefully for over 20 years. Asking less experienced surgeons to use this suboptimal drain will result in frustration and failed drains or dislodged drains. Some surgeons have gone back to flat drains simply, so these don¿t get pulled out if the suture is too loose or crimped by the suture, so they don¿t work if the suture was tight enough to hold them in place. Also, the bulbs did not stay charged and did not have a clip to hold them onto clothing or the lanyards people used to clip their drains to in order to shower. The tabs come open and spill onto patients.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.